Event description:
A malfunction alarm, identified by malf 12, was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer service provided pump reset instructions and assisted the customer in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.